Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose level which were 481 mg/dl and low blood glucose level which were 38 mg/dl. Customer used the insulin pump system within 48 hours of reported high blood glucose event. Customer alleged insulin pump was under delivering because their blood sugar was not coming down after giving bolus 3.9 units. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.